Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that after troubleshooting for issues with carelink the problem was actually with the insulin pump, however the reason of the problem was not provided. The customer's blood glucose level was unknown. The customer ran a self-test and it passed. The customer was advised that the product would be replaced. The customer was informed to return the product with the issue for analysis.

Manufacturer narrative:
The insulin pump downloaded properly to the carelink software noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, belt clip slot and cracked reservoir tube lip.